Event description:
Boston scientific received information that call description:, (B)(4)- (B)(4) update - called back on earlier situation where they were unable to interrogate device please see call from (B)(4) 2008. Did try 2 programmers 2 wands, tried a different room with different outlets. He then took a device out of his bag and was able to interrogate that just fine. Did get a normal magnet rate. What he is wondering now is if there is a broken telemetry coil will that affect other pacing operation., call response:, called dave whitehouse and confirmed that it will not affect other pacing operation. Will be up to doc is want to change out. Rep is going to talk to doc about monitoring over the phone. Additional information was received from the field that as of a later date, it was reported that this device is still unable to be interrogated. The field representative had attempted two different interrogations, both unsuccessful. The field representative then discovered that this device had been explanted and replaced with a competitor's product two months after it was implanted back in 2007. The explanted device has not been returned to boston scientific.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.